Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a nurse via a sales representative who contacted the company with a product complaint, did not involve a patient user. On (B)(6) 2010, while demonstrating the humapen memoir burgundy pen, the reporter indicated the numbers were not clear. On (B)(6) 2010, it was clarified that the numbers that were not clear were missing segments. This humapen memoir burgundy pen was associated with product (B)(4), lot 0905c01. The return of the device was anticipated . The operator of the device was unknown. It was unknown if the user was trained. This device model was not used. The return of the device was anticipated . The humapen memoir burgundy pen was never used.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a nurse via a sales representative who contacted the company with a product complaint, did not involve a patient user. On (B)(6) 2010, while demonstrating the humapen memoir burgundy pen, the reporter indicated the numbers were not clear. On (b)(60 2010, it was clarified that the numbers that were not clear were missing segments. This humapen memoir burgundy pen was associated with product (B)(4), lot 0905c01. The returned device was found to have missing segments in the time display area. Missing segments in the dose display were not confirmed. The operator of the device was unknown. It was unknown if the user was trained. This device model was not used. The device was returned on (B)(4) 2010. The humapen memoir burgundy pen was never used. Update 29-oct-2010: additional information received on 28-oct-2010 from the global product complaint database added the device specific safety summary; updated the EU/ca fields and the narrative. Changed malfunction type to not cirm.

Manufacturer narrative:
This report includes final evaluation findings. No additional information is expected. Evaluation summary: segments in the memoir display were reported to be missing. The device was returned for investigation (lot 0905c01, manufactured may 2009). An investigation found missing segments in the time part of the display when the temperature was elevated to approximately 35 deg c. The root cause is a deficient bond between the cable and the lcd glass during assembly. Missing segments in the time display are unlikely to lead to incorrect doses of insulin. The reportable malfunction, missing dose number segments, was not confirmed. Corrective action deficient bond - a specific corrective action has not yet been implemented. However, an investigation has been initiated to evaluate different options to reduce the occurrence of deficient bonds. There is no evidence of improper use or storage.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.